Manufacturer narrative:
Customer should not have run patient sample when qc out of range for po2. Customer checked the three patients that were run during this time and found that comparable are about equivalent on all with close oxygen%. Customer gave example of one patient po2 drawn at 13:02 with result of 84.5 and drawn again at 15:10: po2 83.7. Customer confirmed that there were no adverse impacts to patient treatments. Siemens customer care center representative discussed security settings with customer. The event has occurred due to an operator error.

Event description:
Customer reported that they run 3 patient samples when quality control (qc) was out of range for po2. There was no report of injury due to this event.